Event description:
Unomedical reference number (B)(4). Event occurred in germany. The patient's mother reported that she was in the hospital with her daughter due to her blood glucose level reached 500 mg/dl and ketone level 4.3 mmol/l. Therefore, her mother opened a new pack and only then got her blood glucose level down. She stated poor permeability with old infusion set. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. D9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H11: investigation summary. As per child investigation (B)(4). The following tests were completed for the three unused returned sets. 1. Visual inspection as per 4902148 quality criteria for inset family products (criterios de calidad para productos de la familia inset) engesp, version 40. Three sets were visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints flow testing on customer complaints (pruebas de flujo en quejas del cliente), version 10. All the three samples meet the criteria of minimum 50ml/minute. The reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 6005164 was verified and it was found within specifications. Trending: a query was run in database on 18/mar/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6005164 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for the three unused returned sets. 1. Visual inspection as per 4902148 quality criteria for products of the inset family engesp, version 40. Three sets were visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente), version 10. All the three samples meet the criteria of minimum 50ml/minute. The reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record #6005164 was verified and it was found within specifications.